Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Reportedly, customer reloaded the existing cartridge to resolve the issue. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer¿s blood glucose level was 271 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.